Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0709: applicable to the instruments intermittently not tracking. A0908: applicable to the alleged inaccuracy, and allegation of misplaced screws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system experienced issues with optical instruments intermittently not tracking, and there were allegations of inaccuracy and misplaced screws in four cases. The imaging systems used in these cases were re-calibrated and ruled out as the source of the issue. Technical services suggested that the intermittent tracking could be due to bent posts where the reflective spheres attach. It is unknown if there was a delay. There was no reported patient impact.

Manufacturer narrative:
H2 additional information: d10 and additional codes updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801085 spheres, serial lot/sw version: - h3, h6: a software analysis was initiated. The inaccuracy was caused by physical damage to the spheres specifically, scratches that occurred due to contact with a screwdriver. These scratches affected the surface quality of the spheres, making them difficult or impossible for the camera to detect accurately. Based on the information provided, this does not appear to be software related. Codes b01, c19, and d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the screwdriver ended up scratching the spheres which caused the inaccuracy. The camera could then not see them due to this.